Event description:
Reporter stated that pt obtained a result of 88.2 (unit of measurement was not provided) while using the suspect device. Domestic blood glucose monitors are preprogrammed to produce values in mg/dl, which should display as whole numbers; mmol/l unit of measure would contain a decimal point. Additionally, the numeric reading range for a mmol/l programmed device is 0.6 mmol/l. - 33.3 mmol/l. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.